Manufacturer narrative:
(B)(4):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation micro oval snare was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, the nurse was unable to retract the snare loop completely. No resistance was noted when the device was advanced through the scope, and no issues with the handle were reported. The procedure was completed with another sensation micro oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device found that the handle cannula had detached; therefore, loop extension and retraction were out of specification. No other damage to the device was noted. The condition of the returned device was consistent with the complaint that the unit could neither be extended nor retracted; the complaint was confirmed. The connection between the handle and the handle cannula was lost due to improper assembly, which subsequently impeded device actuation. The most probable root cause of this failure is a manufacturing issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a sensation micro oval snare was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, the nurse was unable to retract the snare loop completely. No resistance was noted when the device was advanced through the scope, and no issues with the handle were reported. The procedure was completed with another sensation micro oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.